Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 while the cartridge was being loaded. The customer's blood glucose level was not impacted. Another cartridge was loaded and the alarm did not reoccur.